Event description:
It was reported that result pt b's name is in the upper right corner and on the title bar of the mar, but the drugs listed in mar are from pt a. When user cancels mar, pt a's name is displayed on the title bar of the flow sheet with pt b's name still in the upper right corner. There was no actual mistreatment reported as a result of this issue based on the available info.

Manufacturer narrative:
Mosaiq version 2.41.01j0sp2.